Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver would not turn on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. However, a "call tech support" error message was observed on the screen. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board. This complaint was deemed reportable upon completion of device evaluation on 04/30/2015. Additionally, the dexcom g4® platinum continuous glucose monitoring system rev. 11, under section 13.8.2 receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings.